Manufacturer narrative:
This report was filed in error as the product is not sold or distributed in the us and does not meet reporting guidelines. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flushing, water leaked from the silicone tube. There was no patient harm